Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 11.0 mmol/l. Troubleshooting steps were provided for power error detected alarm. Offered customer a pump replacement. The customer accepted the replacement pump. Advised the pump will need to be replaced. Advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.